Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose of 600 mg/dl. Customer¿s current blood glucose was 420 mg/dl. Customer treated high blood glucose with bolus and insulin through IV. The blood glucose goes high due to defective insulin pump. Customer wearing the pump at time of hospitalization. Based on customer report proceeding in troubleshoot per customer alleging possible pump under delivery. Customer wishes to continue pump troubleshooting. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. High pressure test was ran with hemostat clamp and it was passed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The additional information has been provided with this report.

Event description:
It was reported via phone that the customer's weight was (B)(6)lbs.